Manufacturer narrative:
There was no patient involved with this concern. Technical services provided instructions at the time of the event to remove unused CT exams and set up a directory for the core files on the system. The mouse and keyboard were returned to the manufacturer for evaluation. The reported issue was not able to be duplicated by medtronic personnel. The devices were fully functional when connected to known good system. A medtronic representative tested the system with the replaced parts and reported that the issue was resolved.

Event description:
A medtronic representative reported that the software was freezing before starting an ent case. There was no patient present.